Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck was 2.5 - 3 cm in length and it measured 29 - 34 mm in diameter over this length. From the renal artery to the aortic bifurcation it was 9.5 cm. The left iliac was 4.5 cm long and it was 20, 17, 15, 16 mm in diameter from proximal to distal. The right iliac was 4.5 cm in length and it was 21-16 mm in diameter from proximal to distal and very thrombosed aorta. There was no oversizing of the stent graft. It was reported that after the stent graft was deployed there was a good proximal seal and no proximal endoleak was noted; however, 3 - 4 cm from the renal arteries the flow lumen appeared to be pushing the graft over and infolded the stent graft. There was no calcium or thrombus in this area. This area was ballooned but this did not improve the stent graft infolding. Since there was no endoleak the decision was made to not f urther intervene. No clinical sequelae were reported and the patient status is fine. Review returned films pre-implant show that the proximal neck was straight and contained thrombus along its length. The neck diameter flow lumen measured 19x24mm at the lowest right renal (28x33mm diameter to the aortic wall). Three cm below the renal artery the neck diameter lumen was 17 x 22mm, and 4cm below was 16 x 27mm. The aorta was lined with calcification, and the aaa measured 4 x 5cm, with a 2cm flow lumen. Ivus images during implant showed what appeared to be infolding within the aortic body of the stent graft. The precise location of the infolding could not be determined from the images provided, and post-implant cta's were not provided to assess the entire stent graft configuration within the aorta.

Manufacturer narrative:
(B)(4). Evaluation, methods: (films). Evaluation, results: inherent risk of procedure (stent graft infolded); patient's condition affected effectiveness of device (anatomy related; very thrombosed aorta). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; device very thrombosed aorta).